Event description:
It was reported that the pt was experiencing neurological changes. The hcp planned to interrogate the pump to see if there should be any drug in it. The hcp thought that the pt's last pump refill was 6-8 months ago. It was also reported that the pt was "discharged to the unit in 2009, and then transferred to another hosp." The type of medication, concentration, and daily dose being administered via the pump were not reported.